Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve with hernia repair, the surgeon was attempting to staple his stomach, but had a lot of torque on the stapler because of the size of the patient. The reload did not fire twice. There was a problem loading the reload onto the adapter. There was an incomplete staple line which was fixed with a new reload. New reloads were used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staple. The proximal end of the reload adapter was broken and the articulation flag was bent. The buttress material was properly attached. The sutures were properly engaged. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.